Event description:
The patient experienced a spinal headache. Two days later, the patient was treated with a blood patch for the headache. The event was reported as an ongoing event. A follow-up report will be submitted if additional information becomes available.